Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted and replaced due to unknown reasons. This system is not expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted and replaced due to unknown reasons. This system is not expected to return. No additional adverse patient effects were reported.